Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg stopped communicating with the charger and programmer after the patient experienced multiple falls. A sjm representative attempted to troubleshoot the issue to no avail. X-rays were taken and revealed no anomalies. The patient plans to undergo surgical intervention on a later date.